Event description:
A malfunction was reported on a customer's pump, identified by a code indicating a resettable issue. There was no reported impact on the customer¿s blood glucose level. Technical support confirmed that the pump was included in a field correction notice, which the customer had not received, and proceeded to replace the pump with one that has updated software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.